Manufacturer narrative:
No lot number information was supplied; therefore, no review of the manufacturing paperwork could be performed. The device was not returned; consequently, a direct product analysis was not possible.

Event description:
On (B)(6) 2016, a patient was implanted with a gore propaten vascular graft. It was reported to gore that on an unknown date the graft was explanted due to an infection. It was stated that the patient had numerous comorbidities and the graft was not the cause of the infection.